Event description:
It was reported that the patient was having difficulty charging and for longer periods of time. The patient was charging more frequently and was having communication errors as a result the patient cannot feel stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last six days from the date manufacturer became aware of the event.